Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to wear on scope cove water tightness was lost. The air/water cylinder and tube had foreign objects. The plastic distal end cover had a scratch and the channel tube was clogged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonvideoscope exhibited stent in the working channel was stuck, reported foreign white material. There were no reports of patient involvement.

Event description:
Additional information received: it was reported the intended therapeutic procedure was plastic stent insertion in bile duct after whipple surgery. The intended procedure was completed with the use of another device. The patient was sedated with midazolam and propofol. Although the procedure time was prolonged it was reported no health consequences for the patient and the outcome was the patient survived the procedure safely.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. Additionally, to provide additional information received (updated field b5, d10, and h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. However, it is likely the suggested events "foreign material in air-water cylinder and foreign material in air-water channel" occurred due to reprocessing was not conducted properly due to leakage from scope connector -cover. Subsequently, the material was not possibly eliminated. However, the root cause of the suggested events could not be determined. The event can be detected and/or prevented by following the instructions for use which state: "detection methods are written in IFU: cf-hq1100dl/I operation manual preparation and inspection." "Prevention measures are written in IFU: cf-hq1100dl/I reprocessing manual reprocessing the endoscope." Olympus will continue to monitor field performance for this device.